Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer needed to press down on the wake button multiple times with force, before the pump screen turned on. Customer¿s blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy.